Event description:
It was reported, that post-implant this pacemaker exhibited loss of captured. And 20 seconds of asystole on the right ventricular lead. An x-ray was performed. And reprogramming efforts were performed. At the time, this product remains in service. And no additional adverse patient effects were reported.

Event description:
It was reported that post-implant this pacemaker exhibited loss of captured and 20 seconds of asystole on the right ventricular lead. An x-ray was performed and reprogramming efforts were performed. Subsequently, a revision procedure was performed and the rv lead was repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the revision of the device.